Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a bipolar electrode fractured inside the patient. The theatre staff reported that small fragments from the electrode had detached and remained within the patient. The procedure was being carried out using a b braun stack system, a covidien bipolar machine. There was a delay longer than 60 minutes while theatre staff worked to confirm that all fragments had been successfully retrieved from the patient.